Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "the 1.8ml tube is under filling and not reaching the minimum acceptable limit."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "the 1.8ml tube is under filling and not reaching the minimum acceptable limit."

Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. The product is nearing the expiration date. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "the 1.8ml tube is under filling and not reaching the minimum acceptable limit.".